Event description:
IV access obtained however when attempting to draw blood and flush IV would not function, even once removed catheter malfunctioned unable to push fluids through catheter. Requested photos however none provided. Product discarded.